Event description:
Customer reportedly obtained results of 3.5 inr and 3.3 inr on the coaguchek xs system and results of 4.3 inr and 4.3 inr on the doctor's coagulation device. No action taken on device results. No adverse event reported. Requested return of suspect device and replacement was sent.